Manufacturer narrative:
The sensor was tested in-house,the issue could not be reproduced in-vitro as nearly all the hydrogel was missing. In-vivo data confirms the complaint with diminished glucose signal throughout the insertion period. The system correctly disabled the sensor when it detected the performance degradation, and the system's self-test functions were working normally. The root cause of the performance degradation was due to oxidation of the chemical component of the sensor. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint.

Event description:
On january 03, 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.